Manufacturer narrative:
Based on the information available, the root cause of the reported event could not be determined. No investigation can be performed as device serial # was not identified, device not returned (no autopsy done), and no other relevant details were provided. Should further information be received in the future, a follow up report will be provided.

Event description:
The percival valve pvs21 (unknown serial #) was implanted on (B)(6) 2025. St got higher during the surgery, but the condition got better, and the surgery was completed. Coronary artery occlusion was possibly noted on the next day, so CABG was done. However, lower limb artery occlusion was noted 4 days later and patient passed away on (B)(6). No autopsy was performed. No other information has been provided about patient's clinical history, risk factors, device serial #.